Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead a lead integrity alert (lia) triggered due to noted oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.